Event description:
A monopolar electro-surgical cable was in use during a laparoscopic case. When power was applied, the cable burned near the end that connected tot he generator. No injuries were reported to pt or staff.